Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer stated that auto mode was not in use. The customer did not list symptoms, but was treated for the low blood glucose with glucose intakes. The customer is unsure of what caused the event. No troubleshooting was completed. There was no indication that the insulin pump over delivered insulin. The insulin pump was not returned for analysis.